Event description:
It was reported that the patient was experiencing inadequate stimulation and good symptom resolution had not been achieved. Through CT scan imaging it was determined the lead was mispositioned when initially implanted and needed to be replaced. The patient underwent a revision procedure where a new lead was placed in a more optimal target area. The patients symptoms were better controlled, and patient fully recovered post operatively.